Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and loss of baseline rhythm resulting in a stored untreated episode. The system was tested in clinic with noise able to be reproduced in both alternate and primary vectors. X-rays were completed to evaluate the system integrity with no indication of system damage. No fracture was observed, however there was a slight bend noted in the electrode body close to the header of the device. Rhythmcare reviewed the device data and determined the reported observations were confirmed to be associated with a sense b node issue. The system was then reprogrammed to the secondary vector to mitigate any further noise. This device remains in service and will continue to be closely monitored via the remote monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "nature of incident" field for more information regarding the specific circumstances of this event.